Event description:
It was reported that the customer had a temperature sensing foley and would like to send for analysis. Also stated that per the nurses on 6 north the temperature probe was not working, despite changing out cords.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The used three-way eggshell colored latex foley catheter was returned without the original packaging. No kinks or visual deformities were noted on the surface of the catheter, however, some residue was present within the eyelet. The resistance reading was taken at room temperature room temperature and found to be 2.567 k ohms. The catheter was submerged in a water bath and the resistance readings were taken at 3 temperatures; values below. Continuity tests were performed; 25 ºcelsius: 2.265 k ohms resistance, displayed 25.1 ºcelsius; 37 ºcelsius: 1.356 k ohms, displayed 37 ºcelsius; 41 º celsius: 1.159 k ohms, displayed 41.3 ºcelsius. The temperature based on the resistance readings were then calculated; the temperature calculated from the resistance reading taken at 25º and 41 ºcelsius were found to be out of specifications. Though a specific cause cannot be determined, a potential root cause for this event could be sensor wire too weak or thermistor wire too weak. The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2ºc at 37ºc. As with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.